Event description:
Information was received from a consumer implanted for gastrointestinal/pelvic floor and urinary dysfunction. The consumer reported uncomfortable stimulation in the wrong location and painful stimulation on (B)(6) 2016. Pain was on the patient's left side radiating down about 12-15 inches to her thigh. Decreasing stimulation resolved the reported issue. The patient later reported everything was okay now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.